Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, in review of the users¿ completed survey we could not specify the root cause of the remaining foreign material as it is unclear if the reprocessing was conducted in accordance with instructions for use (IFU). The cause of the reported event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ [inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function -inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited reduced angulation. The device was returned and an inspection at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. Air water nozzle was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation ¿reduced angulation. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. There were few additional findings. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip and crack. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to a dent on channel tube, forceps could not be inserted smoothly. Adhesive around objective lens was peeled and had white-clouded area. Adhesives around light guide lens had white-clouded area. The distal end cover had a dent. Connecting tube had buckling. Connecting tube and objective lens had a scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.